Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The meter lost all power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The downloaded device history did not include information from the event date. No alarms, reboots, or information related to the complaint were observed in the available pump history. The battery compartment was observed to be intact with no evidence of moisture ingress. The battery cap was able to fully secure to the pump, however the contact width did not measure within specifications. A power loss was observed when the battery cap was loosened a quarter turn. The pump was exercised for 24 hours with no power loss or related warnings observed. The pump case was opened and no evidence of moisture ingress or loose components was found. No evidence of intermittent contact was observed on the battery terminal contacts. Unrelated to the complaint, the keypad cover was peeling at the contrast button. During testing, the ok keypad button was intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Additionally, the display screen appeared faded, discolored, and difficult to read. During testing, the pump was powered on and the display screen appeared dim and discolored. No damage was observed to the pump keypad cover. (B)(4).